Event description:
It was reported that the patient presented at the emergency room. It was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable.